Event description:
Complainant alleged that medics analyzed a pt twice, who was presenting a ventricular-fibrillation heart-rhythm, and received "no shock advised" determinations for both analyses. The medics responded to a residential call were fire dept employees who responded to the call were performing CPR on the pt. The medics assumed therapy of the pt and the firemen reported that one shock of 200 joules had been administered to the pt prior to initiating CPR. The crews worked together and continued CPR for another minute. The medics then attached the device to the pt via multi-function electrodes and analyzed the pt. The device returned a "no shock advised" for a presented ventricular-fibrillation heart-rhythm. The medics performed another one-minute sequence of CPR and then initiated a second analysis of the pt. The device again returned a "no shock advised" determination for a similar ventricular-fibrillation heart-rhythm. A paramedic crew, also responding to the call, arrived on the scene and the medics transferred care of the pt to the paramedics. The paramedics placed the device into manual-mode operations, with a selected setting of lead-ii, and recorded a pulse-less electrical activity (pea) heart-rhythm with noticeable pacer spikes. The pt was then transported to the local hosp where the emergency room staff assumed pt care. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.